Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed due to a different issue that was found.

Manufacturer narrative:
Corrected data: in addition to what was initial reported.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to elevated blood glucose (bg) level of 500 (mg/dl) and diabetic ketoacidosis. The customer was not sure what caused the elevated bg level. The contact delivered a bolus and while in the hospital the customer received insulin intravenously to address bg level. System check with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call.